Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient started to hear noises approximately 2 weeks after the speech processor was replaced.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however the device has not been received for investigation.

Event description:
Patient started to hear noises approximately 2 weeks after his speech processor was replaced and then no longer had access to sound with the device. The patient was re-implanted. Despite requests, the device has not been made available for investigation.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
Patient started to hear noises approximately 2 weeks after his speech processor was replaced and then no longer had access to sound with the device. The patient was re-implanted.